Event description:
The customer stated that "system won't alarm if patients are not connected properly and that it keeps coming up with speaker malfunction". There was no sound coming from the speaker. There was no patient incident reported.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that "system wont alarm if patients are not connected properly and that it keeps coming up with speaker malfunction". No death or patient/user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.